Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown at the time of the incident. The customer also a high reading of 400s mg/dl and treated with 10 units of insulin shots. The customer declined to troubleshoot for the pump. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and minor scratches on the lcd window.